Event description:
It was reported that vns patient experienced a change in seizure duration as clinic notes dating 2008 from the treating neurologist indicated the patient lost all day and stated the duration of "this probable nonconvulsive status epilepticus / postictal state had resolved in about 12 hours." At the moment, the cause for the change in seizure duration is unknown and interventions taken at the time were to increase the patient's output current to 3.5 ma from 3.25 ma. Currently the patient remains seizure free and recently underwent generator replacement surgery due to end of service. Good faith attempts to obtain additional information and product return have been unsuccessful to date.